Event description:
It was reported that the patient had pain in her upper arm and chest area and that the implanted neurostimulator had moved while sleeping. Patient is making an appointment to see her healthcare provider.  The manufacturer representative also recommended that she can go to the emergency room if the pain is persistent, as well as follow up with her managing neurologist. During investigation, additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported the patient claimed the device may have moved during their sleep, but they didn¿t know why. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.